Event description:
We had two intubated patients whose endotracheal tubes were secured using the device. Both patients were prone. When the therapist turned the first patient's head, the device broke. In the case of the second patient, the holders slid off the track. Respiratory therapy reported incidentally there were multiple instances over the weekend of the tube holders breaking while in use. Manufacturer response for endotracheal tube holder, gentle-lock (per site reporter). We are returning the remaining stock we have to the manufacturer. While we are not certain of the lot numbers of the holders involved, one of the boxes we have contains lot #35063.